Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting using the coolcurve applicator on (B)(6) 2013 to the upper abdomen, on (B)(6) 2014 to the bilateral bra line, on (B)(6) 2015 to the bilateral bra line, and to the upper abdomen on (B)(6) 2016 who developed paradoxical hyperplasia (pah/ph) diagnosed in (B)(6) 2018.

Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting using the coolcurve applicator on (B)(6) 2013 to the upper abdomen, on (B)(6) 2014 to the bilateral bra line, on (B)(6) 2015 to the bilateral bra line, and to the upper abdomen on (B)(6) 2016 who developed paradoxical hyperplasia (pah/ph) diagnosed in (B)(6) of 2018.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.